Manufacturer narrative:
Other text: h3, h6: event methods, evaluation, and conclusion codes: updated. One warmer device was received for investigation. During visual inspection the device was observed to have burn marks on heater, a crack on return tube, and blown fuse on circuit board. The observed damage confirmed the reported issue, but no root cause could be identified for the observed condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The return tube, circuit board, and both heaters were replaced. O-rings were installed and the fan guard was cleaned.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the first heater burned up after being in service for 6 months. There were burn marks emitting from the tape wrap on the heater section. Patient involvement is unknown.